Event description:
It was also reported by the patient that they were also fainting and went to the emergency room. The patient is also questioning reimbursement for pain and suffering.

Manufacturer narrative:
Product event summary - the full lead was returned and analyzed. Analysis revealed that the distal conductor of the lead developed a fracture due to flexing while in vivo. (B)(4).

Event description:
It was reported that the patient experienced dizziness. A transmission showed the right ventricular (rv) lead measured high impedance and had oversensing with noise. The lead had an apparent conductor fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)